Manufacturer narrative:
Age at time of event: 18 years or older device evaluated by MFR: visual examination of the returned device revealed three areas of damage in the form of buckling/kinks located 4.5cm, 43.5cm, and 45.5cm from the tip. The infusion line was observed to had burst proximal to the kinks and damage, approximately 65-66cm from the tip. The damage observed was consistent with sheath interference during procedure. Functional testing revealed the device leaked at the burst in the infusion line. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the catheter severed. A 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure in the superficial femoral artery (sfa). During introduction into the patient, the catheter severed and started leaking fluid. The procedure was completed with a 2.4mm jetstream device. There were no patient complications and the patient's status is stable.